Event description:
Nurse called from the hospital stating pt was ill with low blood glucose levels (70 and 120 mg/dl) and needed a replacement insulin infusion pump. Pt had felt ill and had sat on her bathroom floor for a while before dialing 911 to be transported to the hosp. The pt had been a pump user for yrs and had never had her blood glucose level drop that low. They felt the pump must have had something to do with it.